Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, prior to surgery, the attachment device was "heating". There were no delays to the planned surgical procedure as an identical spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device was found to be heating up. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be worn bearings from normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.